Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The right case was cracked. Error history log review found a motor rate error. The root cause of the reported issue was found to be from a combination of motor assembly, worn gear, leadscrew and clutch halves were found old, dirty and worn out. The pump was over 9 years old. Actions were taken to mitigate the reported issue: replaced motor assembly, worm gear, leadscrew and clutch halves. Performed occlusion test and all functional tests which passed.

Event description:
It was reported that the pump had motor issues. No patient injury was reported.